Event description:
It was reported the patient has not had good pain coverage with the left lead and had no pain coverage with the right lead. The health care provider (hcp) planned to revise the leads in the next couple of weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
3004209178-2015-04833-2 4.

Event description:
Additional information received reported the patient never had therapeutic effect. Since implant, the patient never got stimulation on their lower back, left-center-right. They just had stimulation in the middle center of the back. The patient met with the manufacturer representative the day of the report and had stimulation that they needed but then it was just at the center of the back again. Therapy was not giving the patient stimulation across their back. The patient tried to adjust stimulation in group a, b, and c. The healthcare provider (hcp) extended the lead because they felt nothing on the right. The patient had been programmed two times in the past but still had no pain relief. Since the trial, pain had been better. The patient had been trying to tell the hcp office for the last 3 months, and so had the rep, but the hcp wouldn't listen. The patient status was unknown.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Aware date updated 2014-09-22.

Event description:
Additional information received reported that the patient had not been scheduled for a lead revision as of the date of this report. The patient had been educated on recharging and was currently able to charge. Further clarification determined that the manufacturing representative was aware of the lead revision on (B)(6) 2014.